Manufacturer narrative:
Product analysis: analysis was able to confirm the reported broken output connectors and hanger. Analysis also noted that the display wires were pinched but the wire insulation was not compromised. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken atrial connection port and cracked plastic on the back clip. The epg was returned for repair. No patient complications have been reported as a result of this event.